Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. Product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4).

Event description:
The patient underwent a multi-day pump trial with a temporary indwelling catheter and received 1 mg of morphine per day with no adverse effects. The pump was implanted and was delivering morphine 10 mg/ml at 1 mg/day. On (B)(6) 2015, the patient was in the hospital due to overdose symptoms. The physician suspected that the patient took too much oral medication along with the pump medication and was over medicated. As of (B)(6) 2015, the patient was out of the hospital and had an office appointment with the physician (B)(6) 2015. The patient status was reported as ¿alive-no injury¿. It was later reported that the pump dose was decreased to minimum rate and the patient was receiving effective therapy. The event was not related to a programming error.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient was found unresponsive at home on (B)(6) 2015, 12 hours post pump update following the pump implant that occurred on (B)(6) 2015. The patient was in the ICU and "dosed with narcan". The patient stated that the emergency room physicians and the patient's son argued over the phone with the patient's follow-up physician who they had called to have the pump "turned down" due to the overdose. The patient had a morphine trial first with 1ml/day and that was what the patient was told the it dose was supposed to be post-pump implant. Per the patient they said nothing was wrong with the pump. The patient was trying to find the technical report from the day of the implant surgery. The patient had an appointment to see the physician (B)(6) 2015 and planned to ask for the session report then. On (B)(6) 2015 the patient further reported that during the trial they did fine at 0.58mg/day and that's the same dose they were at when the incident occurred.